Manufacturer narrative:
One opened/used enlite serter was tested using a new lab enlite sensor. The serter passed per specification, the sensor inserted and released properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 180 mg/dl and their sensor glucose read 40 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer also reported receiving calibration error alerts. Customer also stated their sensors were not bent. No additional information provided.